Manufacturer narrative:
Although bleeding appeared to be considered minimal to moderate, we are filing this report due to required intervention (cauterize), and potential use error cannot be entirely ruled out due to limited information provided. We have made several attempts to retrieve the unit. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastamoses or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patient who have been administered anticoagulants or platelet aggregation inhibitors, patient who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician.

Event description:
The following information was reported to kci by the patient: on (B)(6) 2011, after being discharged from the hospital with v.a.c. Via therapy, there was some frank blood in the tubing and canister. The nurses were aware at the time of discharge and were not concerned. The v.a.c. Via therapy was alarming blockage alarm. Additional information received on (B)(6) 2011, the patient reported that there were several blockage alarms and the wound had minimal amount of bleeding. The surgeon took the dressing off and there were several small bleeding vessels. The surgeon explained that the wound bed had not been completely cauterized and homeostasis had not been achieved. The surgeon cauterized the small vessels and cleaned up the wound bed and reapplied v.a.c. Via therapy.